Event description:
(B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. Reportedly, the infusion set had not been used. Further, he used multiple daily injection until he returned home in nine hours as back up method for insulin. No further information available.